Manufacturer narrative:
Product event summary: the 10fcc13 sheath with the "unknown" lot number was returned and analyzed. Visual inspection of the handle area was performed and the inspection identified a kink at the side port tube. Visual inspection of the shaft area was performed. The inspection identified a kink at 2.27 inches proximal to the tip. The steering mechanism and deflection test were performed. No anomaly was discovered. In conclusion, the reported "deflection issue" was not confirmed through testing. The sheath failed return inspection due to a kink in the side port tube and a shaft kink at 2.27 inches proximal to the tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, there was an issue with the sheath's steering. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.